Event description:
Physician removed and replaced in the intraocular lens due to his observation of crystal deposits on the lens. Half of the lens was sent by the physician to an independent laboratory for analysis. Culture was negative. Half was received by the manufacturer.